Event description:
The patient's wife reported, on (B)(6) 2026, the pod was replaced during work, around 12:00, which led to the omnipod system to operate in automated mode. The patient performs physical work, therefore usually uses activity mode when at work. The patient's wife reported that they received excessive insulin delivery due to being in automated mode, leading to the patient feeling unwell when they went home from work. Since 14:30, the sensor displayed blood glucose levels of 2.9 mmol/l (52mg/dl), 3.2 mmol/l (58 mg/dl) and 3.3 mmol/l (59 mg/dl). The patient experienced symptoms such as reduced consciousness, tremors, and seizures. The patient's wife administered glucagon and provided food and drink and called emergency medical services (ems). The patient was treated at home. The ems arrived around 17:00/17:30, and blood glucose level was measured using a fingerprick method. The patient's blood glucose level was 5.5 mmol/l (99 mg/dl). The ems consulted the hospital and removed the pod. It was reported that there was a discrepancy between finger prick and sensor values, but values are not provided. The length of the visit from ems was one hour. Abbott was informed of the event on 22 may 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.